Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as contamination. It was reported the patient was in a nursing home at the time of the peritonitis diagnosis. The patient was initiated on intraperitoneal vancomycin for the peritonitis. It was reported that the patient was not hospitalized for the peritonitis. At the time of this report, the patient was at home recovering from the event. Pd therapy was ongoing. It was not reported if retraining was done for the patient and caregiver. No additional information is available.